Manufacturer narrative:
Product analysis results are: the event could not be confirmed as hydrophilic coating may have been removed during insertion/removal of the delivery system from the patient. The presence of the hydrophilic coating could not be verified during device analysis. The cause of the event cannot be conclusively determined.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 200 mm in diameter thoracic aortic aneurysm. Two valiant stent grafts with overlap were planned to be implanted during the index procedure. It was reported that, during the index procedure, the first valiant was implanted successfully. The second valiant delivery system encountered resistance as it was being advanced to the target area. The physician elected to withdraw the device prior to reaching the aorta. The device also encountered resistance as it was being removed. The device was replaced with another valiant stent graft and the procedure was completed. Per the physician, the cause of the event was due to the device. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Correction: a valiant stent graft system was implanted in the patient for the endovascular treatment of an acute 200 mm in length thoracic aortic dissection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.